Event description:
During the patient's admission in nicu, his clinical condition required transition from conventional ventilation to jet ventilation. The jet ventilator was set up with requested pip peak inspiratory pressure of 23 and peep positive end expiratory pressure of 8, tested and put on standby. The patient was connected to the jet ventilator, the jet ventilator was turned on to the patient and the patient "bounced" indicating intolerance to the ventilator. The jet ventilator was immediately returned to standby and trans-illumination noted a large left side pneumo, needle aspiration removed approximately 100cc of air and a chest tube was placed. The settings were checked on the jet ventilator and determined to be ordered settings. The patient was placed back on conventional ventilator and a new jet ventilator was prepared. The patient was placed on the new jet ventilator but the respiratory therapist was unable to obtain the requested peep. The respiratory therapist requested assistance of two resource respiratory therapists in evaluating the jet ventilator. During this evaluation the patient's ett was repositioned and the patient began to "bounce." At this time it was also noted that the ett adapter had a very small separation at the seam of the tubing connected to the ett tube adapter (this is a single piece unit consisting of the small adapter and two tubes) that when separated would prevent the ventilator from obtaining the necessary pressure but when closed during the manipulation of the tubing completed the circuit and applied pressure to the patient.======================health professional's impression======================unable to provide desired ventilation.